Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The caller stated that they are unaware of the customer's cause of death. The caller stated that the customer had multiple illnesses, including congestive heart failure. The caller stated that the customer stopped using their insulin pump. The customer was off insulin pump therapy for two years because there were issues with the device and the customer almost passed away, so she stopped using the insulin pump. The caller refused to answer any more questions stating that he no longer wants to answer questions because he feels like this could be a lawsuit against medtronic.